Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent diagnostic laparoscopy with lysis of adhesions, appendectomy, and mini laparotomy with repair of bladder tear on (B)(6) 2012. It was reported that patient had a hysterectomy in (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent dissection of vaginal cuff and re-suturing of vaginal cuff on (B)(6) 2008 due to vaginal hemorrhage. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.